Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on january 10, 2024.

Manufacturer narrative:
This report is submitted on april 29, 2021.

Event description:
Per the clinic, the patient experienced performance decrement with the device after experiencing an impact on implant site. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (B)(6) 2021 and the patient was reimplanted with another cochlear device during the same surgery.